Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was twisted with the non-boston scientific (non-bsc) guidewire, which caused the catheter to not show the image. The procedure was completed with another of same device. The patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was twisted with the non-boston scientific (non-bsc) guidewire, which caused the catheter to not show the image. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The problem was noticed during testing, before the catheter was inserted into the patients body.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was twisted with the non-boston scientific (non-bsc) guidewire, which caused the catheter to not show the image. The procedure was completed with another of same device. The patient condition following the procedure was stable. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The problem was noticed during testing, before the catheter was inserted into the patient`s body.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing.